Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the atrial lead was found to be dislodged. Due to the patient's chronic atrial fibrillation, the lead was explanted during an unrelated procedure without replacement.